Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump displayed a messaging which prompted the customer to change the cartridge. Reportedly, the contact did not observe any alarms in the pump history. The customer loaded a new cartridge successfully. Additionally, it was reported that the usb cable became bent and was no longer charging the pump. The customer successfully charged the pump with an alternate cable. Blood glucose level was 150 mg/dl.